Event description:
The complainant stated that one side of the leg will not extend or retract as the other one does on the lift.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repair is completed.